Manufacturer narrative:
The pump passed self-test. However, unable to performed prime/seating test, basic occlusion test, force sensor test, occlusion test due to missing retainer ring. The pump primed and seated properly when the test reservoir was detected. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unresponsive keypad noted. The following were noted during visual inspection of cracked battery tube threads, detach retainer, broken belt clip rails, missing reservoir tube o-ring and cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for drive/motor anomalies due to missing retainer ring. No unresponsive keypad noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported buttons are harder to push and less responsive, louder and slower to rewind, shut off on its own and turned back on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will not be returned.